Event description:
Doctor reported, "hypotony related complications 3 months post surgery"

Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction the device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was requested but not yet returned. An addendum will be filed with the results on investigation once device is returned.